Manufacturer narrative:
The reported event was inconclusive due to poor sample condition, due to the factors influencing dislodgement were not able to be observed with a photo. Visual evaluation of the first photo of the sample noted one opened (no original packaging present), used foley catheter where the catheter balloon concentricity was observed to be 80:20. Visual evaluation of the last photo noted that the catheter was completely deflated and was currently being inflated with a syringe. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the foley catheter came out of the patient. After a cesarean section, the doctor did a fundal massage, and the catheter fell out of the patient. The balloon was still inflated on one side. The catheter was replaced. It was later reported via email from the complainant on 02nov18 that the balloon was not pre-tested prior to insertion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter came out of the patient. After a cesarean section, the doctor did a fundal massage, and the catheter fell out of the patient. The balloon was still inflated on one side. The catheter was replaced. It was later reported via email from the complainant on (B)(6) 2018 that the balloon was not pre-tested prior to insertion.